Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels in the past month, the lowest being 35 mg/dl. The customer treated the low bg by consuming carbohydrates, juice, and candy. Reportedly, the customer's personal profile settings were incorrect. Tandem technical support advised customer to call back to troubleshoot and consult with healthcare provider if low bg issue reoccurs.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.